Manufacturer narrative:
Device is currently unavailable.

Event description:
Per the clinic, the device was explanted (date not reported) for reasons unknown; during the same surgery the patient was re-implanted with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Correction: the device was not explanted as previously reported. Per the clinic, the patient developed an infection at the implant site. Subsequently the patient underwent a procedure in (B)(6) 2015 (exact date not reported) to have the receiver/stimulator unit repositioned. The implanted device remains. This report is filed january 20, 2016.